Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving baclofen (2000mcg/ml at 425.4mcg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that, per the emergency room (ER) physician assistant (pa), the pump was infected. The plan was to explant the pump. The date of planned explant was unknown. The event date was said to be (B)(6) 2018 and the patient was "alive - no injury." There were no further complications reported at this time.